Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 40 mg/dl, the duration out of range being less than one hour, and an ilet alert for the low; the event was corrected by oral glucose and included education on meal announcements and small corrections to mitigate lows, with the cause unclear. Symptoms included headache. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of device-reported data and user coaching on appropriate use. Investigation of this case revealed no device malfunction reported and no component issue identified, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.